Manufacturer narrative:
The gore® dryseal flex introducer sheath instructions for use (IFU) states, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection).

Event description:
On an unknown date, this patient¿s ascending aorta was replaced to artificial blood vessel. It was reported that on (B)(6) 2020, the patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® excluder® aaa endoprosthesis for aortic dissection. As a concomitant procedure, a left subclavian-right subclavian artery bypass was performed. An 18fr dsf was inserted via an artificial blood vessel which anastomosed to the left subclavian artery. Three aortic extender endoprosthesis were deployed without reported issues. Angiography revealed a new dissection from the distal side of the left vertebral artery to the anastomotic site of the artificial blood vessel. The blood flow of true lumen was extremely poor. Two bare metal stents were deployed from the origin of the left subclavian artery to the origin of the left vertebral artery. The improvement of blood flow was confirmed. The patient tolerated the procedure.

Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-the gore® dryseal flex introducer sheath instructions for use (IFU) states, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection).